Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was urinary stress incontinence. The procedure performed was a transvaginal sling. In (B)(6) of 2013 the patient underwent an additional procedure for bladder neck obstruction and flaccid bladder, secondary to previous transvaginal sling with a grade 2 cystocele. The procedure performed was a urethrolysis with excision of sling and re-sling utilizing fascia lata tissue allograft and an anterior colporrhaphy.